Event description:
On (B)(6) 2012, the pt underwent treatment of a thoracic aortic aneurysm with three conformable gore tag thoracic endoprostheses using brachial access. Intra-operative imaging showed a faint type iii endoleak. It was reported the overlap between the devices was adequate; however, the distal devices appeared to have landed in an area of thrombus. The endoleak was left to be monitored as it was expected to thrombose after the procedure. The pt tolerated the procedure. On (B)(6) 2012, f/u imaging showed a rupture of the thoracic aorta, reportedly due to the type iii endoleak located between two of the conformable gore tag thoracic endoprostheses. The pt developed tachycardia and hypotension with atrial fibrillation. Resuscitative measures were attempted; however, the pt expired on (B)(6) 2012. An autopsy was performed, which confirmed that the cause of death was atherosclerotic aneurysm with rupture of the thoracic aorta.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. Add'l device implanted and involved in this event: (B)(4). Refer to the following medwatch # for info on the other conformable gore tag thoracic endoprostheses associated with this event: 2017233-2012-00795.